Event description:
It was reported that, when a 980 ventilator was powered on it failed the power on self test (post). The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se found the exhalation flow sensor failed calibration oor (out of range). The se replaced exhalation flow sensor and reseated the exhalation valve and ev connections. The se performed calibrations and extended self-testing on the device and all tests passed